Event description:
A customer reported receiving a low scan of 50 mg/dl on the abbott diabetes care (adc) device compared to a healthcare professional (hcp) device result of 501 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The length of the wear was 7 days. When the results were plotted on a parkes error grid, fell into the "out of range" zone showing the difference in values to be clinically significant. The customer experienced cold sweat and nausea. The customer was unable to self-treat and was admitted to the hospital, who remained in intensive care for 2 days. The customer was treated with insulin (dose, type unspecified) and forxiga tablets by a healthcare professional (hcp) for the diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A valid serial number has not been provided, therefore no DHR review is possible. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.